Manufacturer narrative:
The event took place outside of the united states (in (B)(6)) and was associated with a product that is also cleared for the market within the united states.

Event description:
Patient was revised on (B)(6) 2021 due to dislocation. Approximately 13 days after the first surgery. The surgeon explanted humeral cup ø 36+3 and anchor base. The surgeon implanted humeris stem size 12 and humeral cup 135-145 ø 36+3.